Manufacturer narrative:
Pc-(B)(4). Batch # 339a20. Investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one cecr60d reload was received partially fired more than 3/4. The returned reload was reset and loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number of e21070021, and no related non-conformances were identified. Date of mfg.: jul.22.2021; expiration date:jul.21.2026.

Event description:
It was reported that during the surgery, after fired, noted the staples malformed. Changed another two to continue the surgery, the same problem happened again. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.